Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17957100 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the "contents" of a 6f .070 extra back-up 3, 2 side holes (sh) 100cm vista brite tip guiding catheter box have a "defect of fracture" and products are unusable. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the "contents" of a 6f .070 extra back-up 3, 2 side holes (sh) 100cm vista brite tip guiding catheter box have a "defect of fracture" and products are unusable. There was no reported patient injury. The device was not returned for evaluation. A product history record (phr) review of lot 17957100 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter-cracked¿ could not be confirmed or further clarified without the return of the device(s). Procedural/handling and or shipping factors may have contributed to the reported event. Information for safety is provided in the products labeling with the intent to make the user aware of the risks and warns the user to not use a guiding catheter that has been damaged in any way. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the catheter upon removal from packaging to verify that is undamaged, if damage is detected do not use the catheter and select another one. Based on the information available, the device analysis and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.